Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The connector housing had detached. Additionally, kinks were noted in the cable and no image was present due to a faulty charged coupled device unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the connector housing on his olympus hd camera head became detached during procedure preparation. Additional details relating to the patient and the event have been requested, but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty connector and faulty charged coupled device unit (ccd) unit could not be identified. Olympus will continue to monitor field performance for this device.